Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the ipg migrated and was in an uncomfortable location. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.